Event description:
Reporter indicated hand held programming system "was frequently freezing during interrogation." Troubleshooting did not resolve the issue. The product has been returned to the MFR and is pending product analysis.